Event description:
This catheter was being utilized for a diagnostic cardiology procedure when it leaked. There was no reported injury to the pt. Note: the specific catheter from this multi-pak in use at the time of this incident was not reported. This report was received from an international source via a distributor. Subsequent attempts to acquire further info have been unsuccessful.